Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, no problem related to the reported failure was detected that could have led to the malfunction. For the additional finding, the investigation did not establish any cause that could be linked to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited an e226 and b30 communication error. The malfunction occurred during reprocessing. There were no reports of patient involvement.